Manufacturer narrative:
(B)(4). Date sent: 9/14/2020. D4: batch # u9409e. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Maude report number: (B)(4). Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure with ligamax5, the endoscopic clip applier fired only a few initial clips and then would not fully close clips. The head of the device is misaligned. Later in additional information received from customer, it was reported the first few clips closed without issue, however, after the first few clips were fired, the remaining clips would not fully close (clip gap). The hospital contact also reported in additional information that it did not appear to be an alignment issue. In additional information received, it was also reported there was no bleeding, no change to the procedure as a result of the event, and the patient has been discharged. There was no patient consequence.